Event description:
A nurse reported that there was abnormal sound during the cataract [with intraocular lens (iol) implant] surgery. The surgery was completed on the same day and product continued to use. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in b.2. And h.11. Upon assessment of the additional information, it was confirmed that the reported issue was related to the squeaking sound but not an obstruction, which does not meet criteria for reporting based on applicable medical device regulations. No further reports will be submitted under mfg. Report number: 1644019-2026-01079. The manufacturer internal reference number is: (B)(4).

Event description:
Upon receipt of additional information, it was clarified that the reported issue was related to the squeaking sound.